Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse of peritonitis with culture positive staphylococcus in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient contacted baxter customer services (bcs) and reported the following information. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the event. Pd therapy was ongoing. Upon follow-up with the pd nurse on (B)(4) 2012, the nurse confirmed hospitalization dates. The nurse stated the cause of peritonitis was a break in aseptic technique described as patient made a mistake / touch contamination. The nurse reported the patient recovered from the peritonitis event. Pd therapy was ongoing. The nurse stated the peritonitis was unrelated to dianeal therapy. On (B)(4) 2012, gpv spoke with the peritoneal dialysis nurse and obtained the following information. The nurse confirmed the patient experienced peritonitis on (B)(6) 2012 caused by a touch contamination. The nurse reported the patient was hospitalized for the event from (B)(6) 2012. The patient was treated with vancomycin intraperitoneally (ip). The patient was recovering from the event. The patient has not yet been retrained, however the nurse planned to retrain the patient on proper aseptic technique. On (B)(6) 2012, the patient experienced fluid overload. On an unreported date, the patient took off too much fluid, which caused low blood pressure. On (B)(6) 2012, the patient was hospitalized for the event and discharged on the same day. The patient is recovering from these events. Pd therapy was ongoing. The nurse stated the events of peritonitis, fluid overload, took off too much fluid and low blood pressure were unrelated to the homechoice machine, disposable parts or dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because the nurse reported there was a break in aseptic technique described as a touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.